Manufacturer narrative:
A representative went out to the site to reform a system check out. It was reported that upon arrival, they checked the logs for errors, ran several start-up and shut down cycles. The booted the mobile viewing station (mvs) and image acquisition system (ias) separately, still found no issues nor could I duplicate the complaint. However, they found the mvs umbilical cable pulled out of the system. They reinstalled and reattached it to the internal mounts. The system preformed as intended and there were no parts replaced just adjusted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was having issues upon powering on. No patient was present. No delay noted.